Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was not removing air from the cartridge and using cold insulin during the load process. Tandem technical support educated the customer on the appropriate steps to take while filling the cartridge. A supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.